Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was 9.1 mmol/l. The customer was able to rewind the insulin pump but not prime the infusion set. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.